Event description:
It was reported that the led lights on tandem mobi pump flashed red when placed on the charging pad. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.